Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing a lot of motor response and arm twitching with the device. Lead migration was noted. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.